Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a system test.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a software failure with importing exams. The application and software was removed from the system and re-installed them. The system then passed the system checkout and was found to be fully functional. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that sometimes after the imaging system took a 3d shot there was failure to transfer patient images to the navigation system. It was noted that an error message was being received that stated that there was a navigation transfer failure, to check the imaging and navigation hardware connection, exit and restart the navigation application, and to manually transfer the nav scan from the mobile viewing station (mvs) via the send button. It was noted that whenever the error occurred the customer would try to transfer images from the mvs manually by pressing the send button, but the images could not be displayed intermittently. When the mvs tried to send the images the navigation system showed "receiving dicom". In this case the operator rebooted the imaging system and navigation system and took another 3d shot.